Event description:
Per the physician's report, this pt developed swelling and pain around the implant site. Antibiotics were administered. The pt also reported a decrease in sound quality. The results of integrity testing were consistent with normal device function. Allergy kit testing was negative for device materials. The physician explanted the device in 2006 and has tentively scheduled a reimplantation surgery for the following year.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.